Manufacturer narrative:
The nurses reported ECG data was reading incorrectly. Based on experience, the nurses detected the incorrect readings. The biomedical engineer went to investigate the issue and found that whenever he moved the lead wire with the transmitter on a simulator, the numeric and waveforms would jump around. There is no evidence of physical damage or fluid intrusion. The unit was cleaned and evaluated. The reported problem of incorrect readings was determined to be due to signal loss which could not be duplicated. It was also determined during investigation that the front and center cases need to be replaced due to the casing being badly scratched. All malfunctioning parts were replaced. The unit completed 24 hours of extended testing and operates to manufacturer's specifications.

Manufacturer narrative:
The nurses reported ECG data was reading incorrectly. Based on experience, the nurses detected the incorrect readings. The biomedical engineer went to investigate the issue and found that whenever he moved the lead wire with the transmitter on a simulator, the numerics and waveforms would jump around. There is no evidence of physical damage or fluid intrusion. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurses reported ECG data was reading incorrectly.